Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is unknown.

Event description:
Event description: it was reported by the affiliate via complaint submission tool that during a knee surgery the screw of the milagro inscr small size 5 x 23 snapped when inserting into the fibula head. Measured fragment that was not implanted and surgeon determined that enough of the absorbable screw was inserted in the fibula head for the purpose of the screw to function as intended. No patient consequence and no surgical delayed was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: no nonconformances were identified for this lot number l641865 combination per qlik query executed on (B)(6) 2019. B3 unknown event date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.